Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photographs received from the account. Without the device being returned for e valuation the reported condition could not be confirmed. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a robotic gastrectomy, omentectomy with lymph node dissection procedure, the device delivered an incomplete staple line. The device was used on the stomach during the time of the issue. A new device was used to complete the procedure. The patient status is alive with no injury.